Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: a review of the pump¿s black box and alarm history showed cs 076 alarm had occurred. During testing, the pump was not able to perform the rewind step and emitted a cs 075 alarm. Further testing was not able to be performed due to the pump¿s inability to prime. The pump was opened and an intermittent frozen condition to the motor assembly was found.